Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's auto mode stopped while they were driving. The customer was assisted with troubleshooting. The customer's blood glucose level was 318mg/dl at the time of the incident. The customer was advised to monitor insulin pump while active insulin updating process occurs. The customer stated that insulin pump turned off due to low battery. The customer declined troubleshooting for the low battery, high blood glucose, blank display and power loss alarm. The customer stated that they had a bent cannula and that was causing the high blood glucose, which they have already changed. The insulin pump will not be returned for analysis.